Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report, and was informed that the insert broke inside the patient while performing a therapeutic laparoscopic procedure. The users were reportedly using a valley lab electrosurgical unit model force fx electrosurgical unit during the procedure, said to have been set at coag 40w and cut 60w. The procedure was said to have been completed using a different, but unspecified equipment. The subject device was returned to the local distributor, but has not yet been returned to olympus for evaluation. If the device is received and a significant and relevant information is received at a later time, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic laparoscopic surgery, the insert broke inside the patient between the main body handle and the insert connecting end. There was no report of any patient injury or device fragments.